Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the initial left ventricular assist device (lvad) implant admission, a gastrointestinal (gi) bleed occurred. Melena and anemia were present with no lab values available. Diagnostic testing was performed, and an endoscopy was performed to identify source of bleed. For treatment, the bleeding site was clipped in the gi tract and for transfusion treatment 5 units of prbcs were administered. The patient refused octreotide, recommended by clinician. For the anticoagulation regiment, aspirin medication was permanently stopped, international normalized ratio (inr) goal reduced to 1.8-2.2 from baseline (baseline target was 2-2.5. Gi bleed resolved with treatment while inpatient.) The patient continued to do well at home since discharge on (B)(6) 2024 with no recurrence of symptoms. The plan of care was to continue to monitor on outpatient basis.